Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the touchpad on the surgeon side console (ssc) would not work. An ab medica technical support engineer (tse) confirmed system error 75 pointing to ssc2. The tse advised caller to reboot the system however the error still remained. The procedure was completed by converting to a second ssc with no patient injury. Intuitive surgical (is) contacted the reporter and obtained the following additional information regarding this event: system functionality was checked during startup. The system initially did not power on without errors.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the surgeon side console¿s touchscreen to resolve the reported issue. The system was tested and verified as ready for use. Isi has not received the surgeon side console¿s touchscreen and failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No images or video were submitted for review. An isi tse verified event date of (B)(6) 2022 and system serial # (B)(4) during the service support call. This complaint is considered a reportable event due to the following conclusion: the customer converted to another ssc after the start of the procedure due to the touchpad not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the touchscreen involved with this complaint and completed the device evaluation. Failure analysis investigation could confirm the customer reported complaint. When reviewing the product logs, there were errors 75 with p1 value of 3 which means: the touchpad's touchscreen failed its diagnostics, and startup was not successful. The touchpad was installed on the pca testing system. The compact flash card was programmed with no issues, calibrated unit successfully, and all the touch function tested and passed, power cycled system ten times, the system was booted up in normal mode, idled for ten minutes, and the unit worked normally without issues.

Event description:
Refer to h10/h11 for follow-up information.